Manufacturer narrative:
Additional information has been provided b.5., d.10., h.3., h.6. And h.10. Corrected information has been provided in d.4. The device history record for the affected lot was reviewed. The product was released according to acceptance criteria. The two received forceps samples were visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps show surgery residuals and are bent. The samples were not returned properly and were probably additionally damaged during transport. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from government agency indicating the surgery was prolonged as well as anesthesia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported six micro-forceps that closed and did not open or did not close during a vitrectomy procedure for repair of retinal detachment. The problem was noted at the start and at other times in the middle of the case. The forceps were tested prior to use and worked fine but did not work when the surgeon went to use them. The doctor had to open three boxes to find one functional forceps. The surgery was completed with no impact to the patient. Additional information has been received. The forceps were tested prior to use and worked. They failed to work during use with patient. Some of them got stuck in open position and some in closed position.